Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated that information from the event date had been overwritten due to continued use; no related alarms and no evidence of excessive battery usage was observed in the available data. During a visual inspection of the pump, the battery compartment was observed to be cracked. A battery cap was not returned with the pump; a test cap was used to complete investigation and secured properly to the battery compartment. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.